Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 3ml ll 200 s/c had a scale marking issue. The following information was provided by the initial reporter: "item #309657 3ml ll syringe is missing markings on the syringe."

Manufacturer narrative:
H.6. Investigation: two photos and three sealed 3ml syringes (p/n 309657) confirmed to be from batch #1041510 were received. The samples were visually evaluated. All three syringes were missing more than fifty percent of their printed surface. Some print was present from the zero grad line to just above the 2ml grad line on two of the syringes with much of the print present being missing or illegible. One syringe was only printed from the zero grad line to just above the 1.5ml grad line. Potential root cause for the missing print defect is associated with the marking process. It was likely that an ink flow issue prevented the proper amount of ink from being transferred to the barrel. The defect was detected prior to the batch leaving the facility and product requalified per applicable acceptable quality limit. It is possible that not all defects were contained as part of the requalification activities and a limited number with this condition were not detected.

Event description:
It was reported that syringe 3ml ll 200 s/c had a scale marking issue. The following information was provided by the initial reporter: " item #309657 3ml ll syringe is missing markings on the syringe."